Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a laser lithotripsy in the ureter procedure, when pulling back a stone through the sheath, the coating of the sheath came apart / shredded off. The patient's anatomy was calcified. The procedure was completed with the complaint device. The reporter states that the same event occurred recently as a general complaint, however no specific information was provided. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). (Additional information provided/updated): investigation/evaluation: during the course of the investigation, a review of the complaint history, instructions for use (IFU), quality control, device history record, trends, and manufacturing instructions (mi) of the product was conducted. Based on the details of the event description, it was believed that the user experienced difficulty with the liner of the sheath, rather than the hydrophilic coating. Also, it was reported that the user experienced similar issues in the past, with at least one other product. Neither the complaint product, nor images, were returned to assist with the investigation in this case. Action was previously initiated to further investigate and address this type of failure mode. Per the quality engineering risk assessment (qera) no further action is required. We will continue to monitor for similar complaints.

Event description:
During a laser lithrotripsy in the ureter procedure, when pulling back a stone through the sheath, the coating of the sheath came apart / shredded off. The patient's anatomy was calcified. The procedure was completed with the complaint device. The reporter states that the same event occurred recently as a general complaint, however no specific information was provided. Additional information has been requested, however it was not provided at the time of this report.